Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. The literature review did not provide enough device information to identify the catalog number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined.

Event description:
During its post-market surveillance activities on (B)(6) 2024, penumbra inc. Became aware of a journal article titled, "hepatic artery thrombectomy after orthotopic liver transplantation: a stent retriever and/or aspiration- guided catheter approach" (lynch et al. 2024). In this single center retrospective study, eight patients were treated for hepatic artery thrombectomies across ten procedures using a penumbra system ace 68 reperfusion catheter (ace68) or a penumbra system red 68 reperfusion catheter (red68) or an indigo system aspiration catheter 7 (cat7) or a penumbra system jet 7 reperfusion catheter (jet7), with a non-penumbra microcatheter, a guidewire (0.014), a stent retriever, and stents between october 2015 and november 2021. It was reported that one patient who underwent a thrombectomy procedure did not have a stent retriever deployed during their case due to a dissection flap that was created when crossing the anastomotic stricture in the hepatic artery using the ace68 and the microcatheter. However, after the flap was crossed and the guidewire access was achieved in the true lumen, the ace 68 was used to clear the thrombus, and stents (5 × 32-mm and 5 × 2-mm) were placed to treat the stricture and dissection.